Manufacturer narrative:
Patient identifier - requested, not provided age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the sheath was kinked. The following information was provided: when the angio-seal device was unpacked, a kink in the tip of the sheath was observed, so the device was not used. Hemostasis was successfully achieved by manual compression. There was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.